Event description:
T was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Customer contacted technical support, attempted pump reset with assistance, and experienced recurrence of the same malfunction code, so pump was scheduled for replacement and customer planned to use multiple daily injections as backup therapy.